Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon evaluation, the brown (lead 1+) and orange (lead 2+) wires inside the front therapy electrode to ECG a and b cable were broken inside the dn. The cause of the test failure is the broken wires. No adverse event resulted from the broken wires.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.